Event description:
It was observed, that during the device evaluation. The ultrasonic probe had damage. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found damaged ultrasonic probe. Based on the completed investigation, it was likely, that the cause of the malfunction could not be established. A probable root cause cannot be identified. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.